Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25156245 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 04/05/2021. An investigation was conducted on 04/13/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the cannula. No visual defects were observed. And no evidence of blood was observed. The c-ring was completely intact. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. A mechanical evaluation was conducted. The blue toggle switch was manipulated to retract and extend the c-ring. The c-ring was able to be retracted and extended with no difficulty. Based on the returned condition of the device, the reported failure "mechanical issue" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield c-ring would not retract all the way back into the harvesting cannula and that it kept hanging up on tissue, so they opened a new kit to complete the procedure with no issues. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield c-ring would not retract all the way back into the harvesting cannula and that it kept hanging up on tissue, so they opened a new kit to complete the procedure with no issues. The hospital did not report any patient effects.